Event description:
It was reported that the minicap transfer set leaked during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and a sample evaluation was conducted. A visual inspection was performed with the naked eye and under microscope, and the results identified broken occluder feet. Leak and clear passage testing were performed with no issues noted. Clamp function testing was performed and a leak was identified due to the broken occluder feet. Upon completion of the investigation, the reported problem of leak was verified via the clamp function testing. The leak was identified to be due to the broken occluder feet observed during visual inspection; however, the cause of the broken occluder feet could not be identified. Should additional relevant information become available, a supplemental report will be submitted.